Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: esophagus. According to the reporter: the orvil was being passed through the mouth down the esophagus when the anvil became detached from the ng tube. The ng tube was being pulled out of the distal end of the staple section of the oesophagus when they realized the anvil was no longer attached. When they could not find the anvil in the patient's mouth with a scope, the patient who was in the prone position had to be turned to the supine position to continue the search for the anvil. The anvil was eventually found stuck in the patient's pharynx, but could not be dislodged so an ent surgeon was called and was able to retrieve the anvil. No damage occurred to the patient but the procedure which was nearing the end stages was extended approximately an hour. Double lumen airway tube was in the patient at the time and it was commented that this was quite large. Upon inspection of the ng tube and anvil (orvil) the anvil had completely come off the tube with the sutures being cut or frayed.